Event description:
Patient status-post primary bilateral lumbar discectomy and posterior fusion, l5-s1 on (B)(6) 2011, with continued pain. A clinical review was conducted on (B)(6) 2012, to determine a need for revision surgery. On (B)(6) 2012, patient underwent revision posterolateral lumbar fusion (with instrumentation) l5-s1. Pedicle screws at l5 and s1 were removed and screws at l5 were noted as having a good grip, however, s1 screws were loose. Tissue from both right and left s1 were sent for gram stain (negative), c&s and histopathology. No metallosis were noted. This is the 7th of 10 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided.